Event description:
Based on a two year look back of complaint data for the nico monitor, it was identified by one of the co's service techs that a sales demonstration unit returned by one of the co's clinicians had an audio alert failure. The unit was returned for a software upgrade and routien maintenance. No allegations of failure were reported. The defective speaker was replaced adn unit returned to service.